Event description:
Caller reported alarm 01 occurred, indicating a malfunction. Customer's blood glucose level was affected and displayed as "high," but the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support confirmed the customer's shipping address, advised on steps for pump replacement, and instructed on return procedures for the problematic pump. Cts resolved the issue by sending a replacement pump and ensuring the customer was prepared for continued insulin delivery using mdi as a backup.